Manufacturer narrative:
The customer called, and spoke with a philips representative. The customer requested, just a replacement battery with no engineer evaluation. A good faith effort was sent out to confirm, with no response. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
It was reported to philips that the customer requested a replacement battery. There was no patient involvement.